Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the patient experienced a perforation, which was confirmed under x-ray. It was unknown if additional intervention was performed. The patient was in stable condition.